Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient fell on (B)(6) 2018. The patient has not had her spinal cord stimulation system assessed by an health care provider following the fall. The patient¿s implanted device suddenly started to act a little funny. She noted that it gives her unusual surges followed by a loss of stimulation. This was a sudden change as of (B)(6) 2018. This causes the patient to lose her balance. Usually the spinal cord stimulation pulses allow her to keep her balance, but the recent issue of a surge followed by a loss of stimulation has caused her to lose her balance while walking. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient was seen by the hcp on (B)(6) 2018. The battery was determined to need to be replaced with an MRI compatible version. There was a manufacturer representative (rep) was present during the visit who agreed to the plan. The patient was last evaluated by the hcp on (B)(6) 2017 during which the stimulator was nearing end of battery life. The replacement surgery is scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.